Manufacturer narrative:
Recall # - 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he was no longer receiving stimulation and was unable to charge his ipg. The pt stated he was able to communicate with his programmer, however a low battery warning was observed. The pt also stated he may have gained weight. The sjm representative met with the pt and indicates neither the charger or programmer are able to communicate with the ipg. The pt indicated his ipg has been depleted for approximately 2 months. Surgical intervention may be taken at a later date to address this issue.